Event description:
The patient's demographics were unknown. The target lesion was in the postlateral segment. The lesion was a de novo. The vessel was neither calcified nor tortuous. There was 75% stenosis. Pci was performed to treat the target lesion. Pre-dilation with a balloon (terumo: ryujin plus 2.0/20mm) was conducted. While trying to deliver a cypher (2.5/18m), the physician felt friction at the proximal and mid circumflex artery, where two cyphers (size, lot, and catalog number unknown) previously implanted existed. The cypher could not be advanced past this point. Therefore, the cypher was retrieved and stent was flared (portion unknown). The procedure was finished with poba only (i.e. Pre-dilation). There was no patient injury reported.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. The product has been received for evaluation. However, the engineering analysis is not yet complete. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Additional information will be submitted within 30 days of receipt.